Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that inability to cross the lesion and lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified distal right coronary artery(rca) to posterior descending artery of rca and atrioventricular nodal branch of rca. An opticross imaging catheter was used to view the lesion. There was no issue noted on the opticross during the test prior to the procedure. During the percutaneous coronary intervention (pci), it was reported that the opticross was unable to cross the lesion and so it was pulled back. The lesion was then dilated with a 1.5 unspecified balloon catheter and the opticross was advanced again. The opticross was able to cross the lesion however, the image disappeared after crossing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed an open hole at the sheath lap joint area of the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that a kink was observed in the imaging window assembly at 67.1 cm from femoral marker at the distal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing in the roller coaster model, a good square image appeared in the system. A wavy imaging core was observed during x-ray analysis. No wind up was observed on the imaging core during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).